Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection. Lots 0063209 and an unspecified lot were reported to have had 1 occurrence each of this event. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "consumer reported finding a good amount from this box to clog during the injection. Informed consumer to complete a flow check. Consumer using novolog 70/30 and informed novo of this incident too."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0063209, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-03. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection. Lots 0063209 and an unspecified lot were reported to have had 1 occurrence each of this event. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "consumer reported finding a good amount from this box to clog during the injection. Informed consumer to complete a flow check. Consumer using novolog 70/30 and informed novo of this incident too."